Manufacturer narrative:
The exact root cause of the issue is unknown; however, the replacement of the peristaltic tubing and the hydrophilic filters resolved the issue. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that several drops of fluid dripped from the coulter ac.t diff analyzer probe, and onto the countertop within the laboratory. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and noticed that the hemoglobin (hgb) voltage was low and that the filters were worn. The fse replaced the peristaltic tubing as well as the hydrophilic filters to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.